Manufacturer narrative:
Visual analysis: received one (1) used ch-12, bag spike with clave, lot number unknown, one (1) used pump set make/model unknown, one (1) used secure 100ml bag and one (1) used poppy pocket. The ch-12 was spiked into the 100ml bag and the disconnection was confirmed between the sub-assembly clave white spike and the dry spike adapter. Investigation: the tip of the spike inserted into the dry spike adapter was blunted/damaged. The dry spike adapter was separated from the ch-12, bag spike with clave. There was evidence of full solvent coverage at the bond connection between the spike and dry spike adapter. Investigation summary: the complaint of the dry spike adapter separating from the ch-12 bag spike assembly was confirmed. There was evidence that solvent was fully applied at bond joint between the dry spike adapter and ch-12 bag spike. The tip of the spike inserted into the dry spike adapter was blunted. Inserting a blunted spike into the dry spike can be difficult and result in high insertion forces being applied.

Event description:
Complaint received stating "the cadd pump was primed with 5-fu. The patient had the poppy pocket with chemo back by his belt and waist side. When he sat down at his computer he noticed a large amount of liquid. Upon investigation he noticed ch-12 had broke in half, spilling the chemo onto himself. He returned to facility to get new cadd pump. They placed chemo is a black structured cadd pump bag." No serious patient consequences reported.